Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibits no sign of usage; the fiber was tested with hene laser fixture, the aim beam is present at fiber output window; the outer flow tubing open end exhibit minor scratch marks. Fiber card analysis: joules used: 0 joules. The fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the device analysis, the probable root cause of the failure could not be established based on the results of the investigation.

Manufacturer narrative:
(B)(4). Prior to the use of the laser and / or fiber, the "patient started to bleed heavily". The amount of blood was not reported and the case was completed with turp.

Event description:
It was reported that the fiber card was inserted into the laser system and checks were made, then at that moment, the patient started to bleed heavily and the greenlight procedure was stopped (0 minutes firing, 0 joules used). The case was completed using an alternate procedure (resection / turp). Patient outcome: "no injury to patient from laser - laser not used"